Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified bio debris embedded in the tm surface. Thread deformation in the polar hole. Gouges, scratches, and nicks to the inner spherical surfaces, scallops, and taper wall. Lock ring groove wear and deformation of metal present. Lock ring groove has worn away around some of its circumference. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00702, 0001822565 - 2021 - 00705.

Event description:
It was reported that patient presented to surgeon approximately 7 years post implantation where x-rays were reviewed and identified the liner component had fractured. The patient underwent a revision approximately 6 weeks later where osteolysis and possible infection was found. All components were removed and replaced with cement spacers. It is unknown when new prosthesis devices will be implanted. Attempts have been made and additional information on the reported event is unavailable at this time.